Event description:
It was reported that the patient underwent a hip revision approximately five months post implantation due to pain, loosening of implant, and implant migration. Optimal positioning and augmentation with screw can be seen on immediate post op film. Follow up x-rays at six weeks post op showed changed in cup position secondary to failure of ingrowth and loosening. Patient started experiencing increasing hip pain at five weeks post op. Revision was finally done after a trial of conservative management with protected weight bearing did not help ingrowth of cup. Patient continued to experience worsening pain. Cup was revised. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown; item #: unknown stem lot #: unknown; item #: unknown liner lot #: unknown; item 00875305202 52mm shell lot 64869971. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00702.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A shell and a screw were returned for evaluation. Shell was returned with liner fully seated and fractured screw head still in the shell hole. Screw head was not removed for evaluation. Shell shows nicks, gouges, and scratches to the outer diameter of the face. Bio debris discoloration is noted to the fiber metal surface. Visual review of the fractured bone screw shows screw has fractured. (2) fractured pieces were returned. Proximal screw head remains in the shell hole between the liner and shell. Distal screw threads shows fractured surface and extraction damage including nicks, gouges, and deformation. The screw was sent to sem for further analysis. The analysis identified bone screw sample could not be determined due to the lack of fracture artifacts. Elemental analysis of the bone screw sample showed that it is consistent with ti-6al-4v alloy. Radiographs were provided and reviewed by a health care professional. Review of the available records identified incomplete integration of the acetabular cup with the subjacent bone with subsidence of the acetabular cup and likely acetabular cup screw breakage. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.